Event description:
It was reported that an asymptomatic patient was in clinic due to episodes of non-sustained rv oversensing. An attempt to replicate the signal was not successful. The lead problem and programming changes will be discussed with the physician. No further information is available.

Manufacturer narrative:
(B)(4). Product not returned.